Event description:
A nurse reported a corneal burn occurred during od cataract surgery. They had to perform a scleral flap for the burn. The warning bell did not go off on the machine; they had a cease in flow during sculpting, prior to the burn. They checked the tip, flushed out the handpiece and irrigation resumed. Additional information has been requested.

Manufacturer narrative:
A company service rep checked the system and was unable to duplicate the performance problem reported. The system met specifications. Investigation is in progress.